Event description:
The customer received a blood glucose reading of 28mg/dl on the contour next usb and felt hypoglycemic; she was shaking and did not feel well. She ate a peanut butter sandwich and drank cranberry juice. Her blood glucose was then 117mg/dl and she felt better. The customer was advised to return the test strips for evaluation. New strips and meter were sent to her.